Manufacturer narrative:
Additional information has been requested. This report will be updated should further information be received.

Event description:
Boston scientific received information that this patient presented to the emergency room (ER) for chest pain. The clinicians noted that this patient's cardiac resynchronization therapy defibrillator (crt-d) and left ventricular (lv) lead exhibited high out-of-range pace impedance measurements, pacing inhibition, loss of capture and high thresholds (5.0 volts) when the lv pace configuration was bipolar. The lv pace configuration was change to ring electrode to device and the lv pace impedance and threshold returned to normal values. The clinician indicated the lv pace configuration will remain at ring electrode to device and the plan is to continue monitoring the lv lead. This product remains in service. No adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report will be updated.

Event description:
Additional information received indicates the cardiac resynchronization therapy defibrillator (crt-d) and left ventricular (lv) lead were explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.